Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "we faced repeated and early thrombosis. With the need for multiple changes of devices. The consequence was the impossibility of taking samples and to monitor the patient. This issue was faced with several patients in several intensive care units." Additional information received from physician reports the issue was user error because in the team they are not doing intervention as per recommendation (for example not under ultrasound guidance). The arterial puncture was made close to the fold of the wrist. The event occurred 48 to 72 hours after inserted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "we faced repeated and early thrombosis. With the need for multiple changes of devices. The consequence was the impossibility of taking samples and to monitor the patient. This issue was faced with several patients in several intensive care units." Additional information received from physician reports the issue was user error because in the team they are not doing intervention as per recommendation (for example not under ultrasound guidance). The arterial puncture was made close to the fold of the wrist. The event occurred 48 to 72 hours after inserted.